Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient received inappropriate hv therapy while mowing the lawn with a manual style push mower. The patient was presented to clinic for further assessment. Interrogation revealed that patient was in sinus tachycardia and received vt therapy when the morphology scores were not matching. Programming changes were made, and no symptoms were reported after the changes.